Event description:
On unspecified dates pt performed a computed tomography scan and pelvic ultrasound that showed enlarged cysts, over enlarged uterus, ovaries were enlarged and cysts covering both of the ovaries. On (B)(6) 2014, pt had hysterectomy along with essure removal. It was a laparoscopic procedure. She also had her fallopian tubes removed and only her ovaries were left. During surgery, part of one coil was found in the tube and part of the other one was in uterus. Pt does not know if complete or partial perforation occurred. She is recovered from the essure removal procedure and all her other symptoms/pain resolved after surgery. She believes that essure caused her condition because she hed all of her symptom after essure.

Manufacturer narrative:
(B)(4).